Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet while using a contact detach steel infusion set, including during a meal announcement, with troubleshooting indicating obstruction of flow and possible air in the tubing. The user's reported blood glucose values were at 156 mg/dl and later 260 mg/dl. During the event. The user intermittently disconnected and used outside insulin, and the implicated component was the connector/coupler. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow at the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.